Event description:
It was reported by provider that this issue has occurred over time. He states this is original footplate hinge. The provider states the footplate hinge broke on the (B)(4) power chair and no additional information is available regarding the chair nor the end user.